Event description:
Customer reported via phone call that the insulin pump alarms unexpected restart every time she changed the battery. Customer stated that a temporary basal was not programmed before the alarm and the device was not stored or not in use for an extended period of time. Alarm is recurring during normal use. Blood glucose value was 89 mg/dl. Customer was advised the insulin pump would be replaced and he may continue to use it until a replacement arrives.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.